Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaning ful review of the device history record.

Event description:
The user facility reported that there was kinking of the delivery sheath of the involved angio-seal device. The device still successfully deployed with no complications. The patient is stable. The procedure was successful. Additional information was received on 4/16/18: the patient was having a left heart angiogram performed. The procedure sheath size was a 6fr. There were no difficulties with the arterial access, sheath, guidewire or catheter insertion. It is unknown if a pre-deployment angiogram was performed. Additional information was received on 4/25/18. Kinking occurred in the carrier tube assembly proximal to the collagen. The clinician straightened out the kink and deployed the angio-seal. Hemostasis was achieved with this device. The patient had a left heart catheterization.